Manufacturer narrative:
(B)(4). The customer reported that the spo2 alarms would turn off without any contact from the staff. Preliminary investigation showed that the default configuration for this parameter was set to off on this monitor. The configuration was re-cloned from another monitor to resolve the problem. The limited available info is not sufficient to support that there was a health risk. In abundant caution, we will report this as a malfunction. Additional investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that the spo2 alarms would turn off without any contact from the staff.